Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and on our automated testing equipment. No high current drain sources were found. The battery was returned to the manufacturer for additional analysis. An internal anomaly was found to be the cause of the reported premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at last follow-up device could not be interrogated. Device was explanted and replaced.